Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 035 dilatation catheter received for evaluation. During visual analysis the strain relief dislodgment could be observed. No other anomalies were noted. On functional testing the balloon inflated by the in-house presto inflation device and could observed water leak from under the coils of catheter. Inspite of leak the source could not be noted. No further testing was performed. From the return sample analysis strain relief dislodgment and water leak from under the coils could be observed. Therefore, the investigation was confirmed for the identified strain relief dislodgment and reported leak in hub issue. A definitive root cause for the identified strain relief dislodgment and reported leak in hub issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via cross over approach, the pta balloon allegedly leaked at the hub at 12 atm during the first dilation. The procedure was completed using another balloon. There was no reported patient injury.